Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 correction to d9 the device was serviced on-site and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: bult-in accessory lamp is defective. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: error e102 was displayed, and bult-in accessory lamp is defective. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had the e102, light-emitting diode (leds) on the front panel went out /total failure. The issue was found during unspecified procedure of the device. There were no reports of patient harm.